Manufacturer narrative:
Investigation pending.

Event description:
Husband reports his wife had a mini-stroke on (B)(6) 2012 as a result of her inratio results. About an hour later. Therapeutic range 2.5-3.5.